Event description:
It was reported by dealer that the consumer said the tdxsr-cg power chair stops and give a control comm fault. Dealer was advised to look at the harnesses for possible power interruption which is what the control comm usually means. Dealer hung up before being transferred to complaint team. No additional information given by dealer.